Manufacturer narrative:
(B)(4). The additional 2.5 x 28 mm absorb gt1 scaffold referenced is being filed under a separate manufacturer report number. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat the distal and proximal right coronary artery. Two 2.5 x 28 mm absorb gt1 scaffolds were deployed. As post-dilatation was done in the mid section of the distally deployed scaffold a perforation occurred. Another non-compliant (nc) balloon was used to post-dilate the mid part with good results. While removing the nc balloon catheter a dissection occurred in the proximally deployed scaffold. A 2.75 x 18 mm xience v stent was implanted to cover the dissection. The final outcome was good. No additional information was provided.